Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultralink meter is giving inaccurate high reading of ¿17.1 mmol/l¿ (308 mg/dl) compared to feeling/normal reading. This complaint was classified based on the customer care advocate (cca) documentation. The patient tested at ¿17.1 mmol/l¿ on (B)(6) 2014 at 6:29 am. Based on the report lfs meter reading, the patient took 18 units of rapid insulin and 2 tablet of metformin. About one hour later, the patient allegedly ¿crashed¿ and started to feel ¿sweaty and was not able to talk.¿ his wife contacted the ambulance. Upon arrival, the paramedics tested the patient on their meter at ¿1.1 mmol/l¿ (20 mg/dl). The paramedics treated the patient with glucose tablets at the time of concern. During troubleshooting, the patient confirmed the unit of measurement was set correctly. The test strips were within the discard date. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient required healthcare provider treatment for a blood glucose of ¿1.1 mmol/l¿ after the patient took insulin based on the alleged inaccurate high reading of ¿17.1 mmol/l.¿

Manufacturer narrative:
Follow-up # 1 ¿ (07/29/2014).the patient¿s test strips have been returned on 7/17/2014 and evaluated by lifescan product analysis on 7/18/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (09/17/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/4/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the meter was found to be missing battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.